Event description:
I have iphonak slim 50 hearing aids. They started having battery issues when recharging the hearing aids. Apparently, they were sent out for testing, but nothing happened back in january of this year. There were recent out-of-stock issues, and they were replaced with a new set. However, this new set is now having all sorts of quality issues. There's open mic feedback, and at this point, I'm not sure what to do.